Event description:
The customer reported 12-lead ECG signal loss with only lead ii displaying.

Manufacturer narrative:
The customer reported 12-lead ECG signal loss with only lead ii displaying. There was no report or indication of pt impact. Philips provided the customer with technical support by phone for this report of 12-lead ECG signal loss. At that time, the customer stated that the symptom had cleared and the unit remained in service.